Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl) and trace ketones. An injection was delivered to address bg levels. Customer reloaded cartridge; however, the fill estimate remained inaccurate. Customer later loaded a new cartridge received an accurate estimate.